Manufacturer narrative:
Note: an incorrect initial 3500a submission was inadvertently submitted for this MFR report #. All previously submitted information will be corrected by the data provided in this follow up. Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: they have had my wisdom teeth removed and my dentist has recommended a deep cleaning before proceeding with aligner treatment. The cleaning is scheduled in three weeks, followed by a six-week waiting period. The letter of recommendation advise to cease the treatment. The letter of recommendation is on file, advising that the patient should cease treatment due to periodontal issues and dental decay.

Event description:
The customer's care provider sent a letter stating that they need to cease treatment. It was also reported that the doctor is recommending a patient to stop orthodontic therapy would be considered medical intervention to preclude permanent damage to a body structure.the reason was not reported.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.